Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered therapy that potentially accelerated the rhythm. During a stored ventricular tachycardia (vt) episode was detected in the vt-1 therapy zone, was treated with anti-tachycardia pacing (atp). Following the seventh atp burst, the ventricular tachycardia accelerated into the programmed vt zone, where a 41 j shock was delivered and successfully converted the arrhythmia. The device was determined to be operating as programmed. No additional adverse patient effects were reported. This ICD remains in service.